Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527900304, l/n: 63445079. Tibial articular surface provisional; p/n: 42527900502, l/n: 63440681. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01057.

Event description:
It was reported the missing ball bearings were noticed after the trays were re-processed. There was no patient involvement. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01057 - 1 .